Event description:
Customer emailed saalt on (B)(6) 2023 requesting extra tips to remove disc. Customer obtained saalt customer support phone number and called the number and spoke to coach (B)(6) to obtain extra tips. Coach (B)(6) offered some additional tips, and followed up a few hours later over google voice text to check in with customer to see if they needed more support. Customer texted back stating they chose to go to gynecologist to remove their disc. Saalt followed over email up asking for details about their cup including the lot number. Saalt also requested their date of birth, phone number, and more information about the incident. The customer responded on 6/7/2023 and stated the disc was challenging to remove because it was slippery. Additionally, the customer had a long vaginal canal and short fingers. Customer called saalt customer support helpline and used the tips in #removalmagic. Customer reported they attempted several times to remove the disc and it had been inserted a total of 17 hours when they chose to seek help from a medical professional to remove the disc. They claimed their doctor confirmed that they have short fingers and a long vaginal canal. A saalt disc cannot get lost in the vaginal canal, and it is uncommon for assistance to be needed to remove the disc. We believe the instructions given are adequate to remove the disc, but the customer chose to seek medical attention.this was their first time every using the saalt disc. Iinstructions for use (IFU) states to remove the disc: "consider removing your disc in the shower or while sitting on a toilet. Insert your finger behind your pubic bone to feel for the rim of the disc. Hook your finger behind the removal notch, gently pulling down on the grip lines to untuck the saalt disc." It also states that "if you can't reach your disc when inserted, don't sweat it! The disc won't get lost inside the vagina. Your disc can move higher if you have a high cervix. Walk around, wait 30 minutes, and try again, or switch to a different position. If you are sitting on the toilet, try squatting low in the shower or vice versa. You can use your pelvic muscles to move your disc lower; this will feel similar to having an easy bowel movement. Do not strain and keep breathing deeply while doing this. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.